Event description:
Patient with end stage renal disease who previously had undergone laparoscopic placement of a peritoneal dialysis catheter approximately 6 months ago. Patient stated that near the exit site some buildup has been seen in and on the outside of the catheter. On assessment, has some small bubbling of tubing near exit site. No cuff extrusion. Site was clean without signs of infection. The bubbling in the tubing has been getting worse and therefore got it replaced.